Event description:
A customer reported receiving a ¿replace sensor¿ error message with the adc device and the sensor did not start with the app. The customer further reported that their blood glucose was ¿going down¿ and a third party provided sugar water for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. H6 component code 4755 was submitted on the initial report in error. Code has been removed h6 health effect - impact code 4604 was omitted from the initial report in error. Code has been included.

Event description:
A customer reported receiving a ¿replace sensor¿ error message with the adc device and the sensor did not start with the app. The customer further reported that their blood glucose was ¿going down¿ and a third party provided sugar water for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.